Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the solid white adjusting suture was broken. This type of failure can occur when the user applies excessive force to the suture while trying to tension the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during an acl reconstruction the rigidloop adjustable broke while pulling the graft into the femoral tunnel. The procedure was completed by changing to a screw as an alternate fixation in the femur. There was a 10-15 minute time delay due to this change in procedure. The affiliate reports that the device has been kept in proper storage, that there was no mismatch of tunnel and the graft was pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. The affiliate did not report any patient harm.